Event description:
Boston scientific crm received information that this patient was undergoing an upgrade procedure and it was reported that when this right ventricular (rv) lead was placed into the new generator there were shocking lead impedances of greater than 125 ohms noted. The physician then placed the rv lead back in the old device and impedances were also greater than 125 ohms. The physician believed there was an issue with the integrity of the lead. The lead was surgically capped and a new rv lead was placed. Upon connection of the new lead, impedance measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.